Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and chronic left ventricular (lv) lead exhibited low pacing lead impedance measurements less than 200 ohms. Boston scientific technical services (ts) provided troubleshooting measures. The patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.